Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery test alert noted during test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump alarmed failed battery test out of nowhere. The customer stated that she changed the battery but the screen is blank because the battery cap is cracked, and it will not make contact with the battery. The customer stated that her blood glucose was 280 mg/dl and she treated with a manual injection, troubleshooting was performed, and found damage as well as corrosion on the battery compartment and battery contacts. Unable to troubleshoot for high blood glucose levels due to the screen on the pump being blank. The pump was returned for analysis.